Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. The device has been retained by the user facility. The event investigation is currently underway.

Event description:
It was reported that the stent graft did not fully open during deployment in the axillary vein and the stent graft migrated to the pt's heart. The physician immediately attempted to snare the stent graft, and during the effort, the graft completely opened in the heart and appeared to fold onto itself. The graft was eventually retrieved and moved back to the axillary vein, but one end of the graft was "mangled." A surgical cut down was performed to remove the stent graft from the vein. Subsequently, an 8 x 6 stent was deployed in the axillary vein and flow was restored. The pt was kept overnight for observation and was reported to be doing well after the procedure.